Manufacturer narrative:
The investigation found the blend mfc was not fuin good condition, with no evidence of fluid ingress or moisture. Despite this, it failed the operational testing and has been removed.

Event description:
Perfusionist reported that the fio2 would default to 21% when they tried to modify the setting. We consider the loss of ability to control gas management to be reportable, despite no patient harm.